Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The device is not available to stryker.

Event description:
Screws broke during surgery - additional conversation with rep. Determines screw assy. Became dis-assembled - event risk conducted and contained within complaint file - probable cause seems to be associated with multiple placements, screw assy, is meant to be a single placement component

Event description:
Screws broke during surgery - additional conversation with rep. Determines screw assy. Became dis-assembled - event risk conducted and contained within complaint file - probable cause seems to be associated with multiple placements, screw assy, is meant to be a single placement component